Manufacturer narrative:
No device was received for eval. The site successfully completed the case. There was no harm or injury reported to the pt reported. In abundance of caution, this event is being reported due to the pts add'l risk associated with multiple exposures of general anesthesia.

Event description:
Site reported trouble loading a planning file for a superdimension case. The pt was under general anesthesia for approx two hours, when the physician woke the pt up to be re-scanned. The site was able to complete the superdimension portion of the case with a new scan. There was no report of pt injury, death or other serious adverse event.